Event description:
It was reported that during a medial malleolus fracture procedure, the surgeon was inserting the cannulated screw (207.772) in the medial malleolus by hand and the approximately 1mm of the screw tip broke off. The broken fragment was not retrieved and remains in the patients bone. The surgeon completed the procedure with no further problems and no harm to the patient was reported. Consultant reported patient had good bone quality. Event #1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Implant date reported in error. Original awareness date is (B)(6) 2012, new information was received on (B)(6) 2013.